Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external abrasion breaching the outer insulation and exposing the outer coil distal to the suture sleeve tie down impression. The cause of the reported event was isolated to external abrasion consistent with friction to another device or feature of the heart.

Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the atrial lead. Diagnostic imaging was performed and the right ventricular (rv) lead was suspected to be micro-dislodged. The atrial and rv leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2938836-2020-09641.